Event description:
According to the reporter, after treatment in home, patient found that the product had leakage and crack/broken in tube surface. No cleaning agent was used on the device and there was no luer adapter issue. Flushing was not done prior to use. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product where the leak observed. No ointment was utilized. Usually, 2x2 gauze was used as wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The patient was responsible for cleaning and dressing changes. The site never used sepsiderm to clean catheter. They did not try to repair the catheter. The patient went to the emergency department for prophylactic antibiotics (cefazolin IV 1gram qd) on the same day and was hospitalized as the patient observed and arranged for estuation (removal of the catheter) and re-intubation. The patient was extubated and re-cannulated and this resolved the issue and the treatment was com pleted. The patient is currently asymptomatic and is under observation. There was no blood loss. Blood transfusion was not required. The last date of hospitalization was (B)(6), 2024.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after treatment in home, patient found that the product had leakage in tube surface. It was also stated that the catheter was repaired, no cleaning agent was used on the device and there was no luer adapter issue. Two days later, the patient went to the emergency department for prophylactic antibiotics and was hospitalized. The patient was extubated and re-cannulated. The patient is currently asymptomatic and is under observation. There was no reported patient injury.

Manufacturer narrative:
A5a (not hispanic or latino), 5b (asian), b3, b5, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after treatment in home, patient found that the product had leakage and crack/broken in tube surface. No cleaning agent was used on the device and there was no luer adapter issue. Flushing was not done prior to use. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product where the leak observed. No ointment was utilized. Usually 2x2 gauze was used as wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The patients was responsible for cleaning and dressing changes. The site never used sepsiderm to clean catheter. The patient went to the emergency department for prophylactic antibiotics (cefazolin IV 1gram qd) on the same day and was hospitalized as the patient observed and arranged for estuation (removal of the catheter) and re-intubation. The patient was extubated and re-cannulated and this resolved the issue and the treatment was completed. The patient is currently asymptomatic and is under observation. There was no blood loss. Blood transfusion was not required.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after treatment in home, patient found that the product had leakage and crack/broken in tube surface. There was no luer adapter issue. No cleaning agent used on the device. Flushing was not done prior to use. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product where the leak observed. No ointment was utilized. Usually, 2x2 gauze was used as wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The patients was responsible for cleaning and dressing changes. The wound was cleaned daily with normal saline (ns) by the patient. The site never used sepsiderm to clean catheter. They did not try to repair the catheter. The patient went to the emergency department for prophylactic antibiotics (cefazolin IV 1gram qd) on the same day and was hospitalized as the patient observed and arranged for estuation (removal of the catheter) and re-intubation. The old catheter was not re-inserted (replaced) until it was ruptured, and the ruptured catheter was removed, and a new catheter was implanted (replaced). This resolved the issue and the treatment was completed. The patient is currently asymptomatic and is under observation. There was no blood loss. Blood transfusion was not required. The last date of hospitalization was (B)(6) 2024.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the submitted photo noted one argyle catheter, with a visible puncture hole in the cannula. Aside from the hole, there appeared to be no other visible abnormalities with the device. It was reported that there was a hole, break, crack or leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after treatment in home, patient found that the product had leakage and crack/broken in tube surface. No cleaning agent was used on the device and there was no luer adapter issue. Flushing was not done prior to use. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product where the leak observed. No ointment was utilized. Usually 2x2 gauze was used as wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The patient was responsible for cleaning and dressing changes. The site never used sepsiderm to clean catheter. They did not try to repair the catheter. The patient went to the emergency department for prophylactic antibiotics (cefazolin IV 1gram qd) on the same day and was hospitalized as the patient observed and arranged for estuation (removal of the catheter) and re-intubation. The old catheter was not re-inserted (replaced) until it was ruptured, and the ruptured catheter was removed, and a new catheter was implanted (replaced). This resolved the issue and the treatment was completed. The patient is currently asymptomatic and is under observation. There was no blood loss. Blood transfusion was not required. The last date of hospitalization was on (B)(6) 2024.

Event description:
According to the reporter, after treatment in home, patient found that the product had leakage and crack in tube surface. It was also stated that the catheter was repaired, no cleaning agent was used on the device and there was no luer adapter issue. Flushing was not done prior to use. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product where the leak observed. No ointment was utilized. Usually 2x2 gauze was used as wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The patients was responsible for cleaning and dressing changes. The site never used sepsiderm to clean catheter. Two days later, the patient went to the emergency department for prophylactic antibiotics (cefazolin IV 1gram qd) and was hospitalized as the patient observed and arranged for estuation and re-intubation. The patient was extubated and re-cannulated and this resolved the issue and the treatment was completed. The patient is currently asymptomatic and is under observation. There was no blood loss. Blood transfusion was not required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.